Event description:
Customer called to report a hospitalization due to low blood glucose. Customer believes the insulin pump is not delivering insulin. The current blood glucose is 156 mg/dl. Customer treated a 233 mg/dl with a manual injection. The blood glucose reading at the time of the event was 40 mg/dl. Customer had diffuculty moving around, dehydration and passed out. Customer stated that she is taking cortizone and has a cold. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.